Manufacturer narrative:
Correction information provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and handpiece with a non-qualified viscoelastic.the product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company 22.5 diopter (add power +2.2/+3.2) lens was replaced with a company (1.50cyl), 22.5 diopter (add power + 2.2/+3.2) lens. Additional information was provided that the patient has pre-existing ns and posterior vitreous detachment (pvd). Due to the exchange of a non-toric lens to a toric lens model, this may suggest that the replacement lens model was an improved choice for the patient vision needs. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information or the sample is received the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had blurry vision. The iol was exchanged for unspecified lens. Clinical reason for explant mentioned as iol malposition. Additional information has been requested, received and stated the reason for lens to malposition was that the patient had residual astigmatism with spherical component of lens which the calculations did not accurately predict. There was no patient harm.